Event description:
The customer reported that when the system is booted up, the button pp continues to flash and say "ipc not active". The case was completed on another unit. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed an ipc 1000 and loaded the system software. The system is now booting properly and working as intended.